Event description:
Filter feet got stuck at introducer hub junction. The delivery sys was removed and replaced with another of the same make to complete procedure. No pt injury or further complications were reported.